Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Event description:
It was reported that during a stenting treatment procedure, the stent migrated. Vascular access was obtained through the jugular. The physician was treating a lesion in the extremely tight and narrow right iliac vein. The lesion was not pre-dilated. This 16x60/9fr wallstent was advanced and placed in the proximal right iliac vein as expected, fully deployed. After the stent was implanted and before the stent delivery system (sds) was withdrawn, the physician discontinued fluoro. The sds was withdrawn against little to no resistance. Once the sds was completely withdrawn from the patient, fluoro was again used, and it was determined that the stent migrated approximately 6 to 8mm proximally from where the physician wanted it. It is thought that the tip of the sds caught on the stent due to the tight nature of the vessel. The physician went on to place three additional wallstents (16x40, 14x60, and 14x60) all overlapping. The stent was post-dilated with a 18-4/5.8/75 xxl balloon catheter, which ruptured. The balloon catheter was removed from the patient intact. This will be included in the alternative reporting summary. Post dilation was completed with another manufacturers' balloon catheter. The final result of the stents were fully deployed and well apposed. There were no further reported patient complications. The patient status is listed as ok.

Manufacturer narrative:
The event occurred in (B)(6).